Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, persistent pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes"), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (on or about (B)(6) 2017, patient underwent a hysterectomy). Essure was removed. At the time of the report, the pelvic pain, rash, genital haemorrhage, migraine, fatigue and vaginal discharge outcome was unknown. The reporter considered fatigue, genital haemorrhage, migraine, pelvic pain, rash and vaginal discharge to be related to essure. The reporter commented: patient was forced to undergo a major surgery as a result of her essure implants. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('malposition of essure device - outside of left fallopian tube/migration of essure device - penetrated left fallopian tube into pelvic cavity'), embedded device ('right fallopian tube: essure coil identified within lumen extending into the adjacent myometrium/ within the tube and extending into the myometrium is a coiled shape of metal resembling an essure device'), pelvic pain ('pain, persistent pain'), genital haemorrhage ('abnormal bleeding/ abnormal bleeding (general)') and weight increased ('weight gain/loss specify: weight gain') in an adult female patient who had essure (batch no. 958709, a56796) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine (not recovered prior to essure), dysmenorrhea (not recovered prior to essure), weight gain (not recovered prior to essure), adenomyosis, uterine bleeding and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced nausea ("nausea"). In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced rash ("rashes/rashes or skin conditions: rashes"), genital haemorrhage (seriousness criterion medically significant) and urticaria ("rashes or skin conditions - hives") and was found to have weight increased (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdomen pain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced migraine ("migraines/migraines / headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/heavy periods") and abdominal pain ("pain in my abdomen"). The patient was treated with ibuprofen, physical therapy (heating pads) and surgery (exercise diet, gastric sleeve surgery, hysterectomy (full), hysterectomy (full) and removal of essure device, right, salpingectomy and removal of the essure device as well as a segment of the). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, embedded device, fatigue, vaginal discharge, headache and abdominal pain outcome was unknown, the pelvic pain, rash, genital haemorrhage, weight increased, vaginal haemorrhage, menorrhagia, urticaria, nausea, dysmenorrhoea, dyspareunia, alopecia and abdominal pain lower had resolved and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient was forced to undergo a major surgery as a result of her essure implants. Current weight 182 lbs. There were 7 coils protruding from the right cornua and 3 coils protruding from the left cornua diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 108.844 kgs. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion, there is a second tubal occlusion device on the left side which may be outside of the left fallopian tube. Ultrasound scan - on an unknown date: essure had migrated. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records :right fallopian tube: submucosal fibrosis; essure coil identified within lumen extending into the adjacent myometrium/ within the tube and extending into the myometrium is a coiled shape of metal resembling an essure device lot number: 958709, manufacture date:2012-03, expiration date: 2015-03, lot number: a56796, manufacture date:2012-09, expiration date: 2015-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('malposition of essure device - outside of left fallopian tube/migration of essure device - penetrated left fallopian tube into pelvic cavity'), embedded device ('right fallopian tube: essure coil identified within lumen extending into the adjacent myometrium/ within the tube and extending into the myometrium is a coiled shape of metal resembling an essure device'), pelvic pain ('pain, persistent pain'), genital haemorrhage ('abnormal bleeding/ abnormal bleeding (general)') and weight increased ('weight gain/loss specify: weight gain') in an adult female patient who had essure (batch no. 958709, a56796) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine (not recovered prior to essure), dysmenorrhea (not recovered prior to essure), weight gain (not recovered prior to essure), adenomyosis, uterine bleeding and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced nausea ("nausea"). In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced rash ("rashes/rashes or skin conditions: rashes"), genital haemorrhage (seriousness criterion medically significant) and urticaria ("rashes or skin conditions - hives") and was found to have weight increased (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdomen pain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced migraine ("migraines/migraines / headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/heavy periods") and abdominal pain ("pain in my abdomen"). The patient was treated with ibuprofen, physical therapy (heating pads) and surgery (exercise diet, gastric sleeve surgery, hysterectomy (full), hysterectomy (full) and removal of essure device, right, salpingectomy and removal of the essure device as well as a segment of the). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, embedded device, fatigue, vaginal discharge, headache and abdominal pain outcome was unknown, the pelvic pain, rash, genital haemorrhage, weight increased, vaginal haemorrhage, menorrhagia, urticaria, nausea, dysmenorrhoea, dyspareunia, alopecia and abdominal pain lower had resolved and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient was forced to undergo a major surgery as a result of her essure implants. Current weight 182 lbs. There were 7 coils protruding from the right cornua and 3 coils protruding from the left cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 108.844 kgs. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion, there is a second tubal occlusion device on the left side which may be outside of the left fallopian tube. Ultrasound scan - on an unknown date: essure had migrated. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records :right fallopian tube: submucosal fibrosis; essure coil identified within lumen extending into the adjacent myometrium/ within the tube and extending into the myometrium is a coiled shape of metal resembling an essure device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-jun-2019: pfs and mr received. Lot no added. Events per pfs: abnormal bleeding (vaginal, menorrhagia); malposition of essure device - outside of left fallopian tube; rashes or skin conditions - hives, rashes; migraines / headaches; migration of essure device - penetrated left fallopian tube into pelvic cavity; nausea; dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); pain; weight gain, hair loss, lower abdomen pain were added. Event per mr: right fallopian tube: submucosal fibrosis; essure coil identified within lumen extending into the adjacent myometrium/ within the tube and extending into the myometrium is a coiled shape of metal resembling an essure device was added. Patient's medical history added. Laboratory data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, persistent pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes"), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (on or about (B)(6) 2017, patient underwent a hysterectomy). Essure was removed. At the time of the report, the pelvic pain, rash, genital haemorrhage, migraine, fatigue and vaginal discharge outcome was unknown. The reporter considered fatigue, genital haemorrhage, migraine, pelvic pain, rash and vaginal discharge to be related to essure. The reporter commented: patient was forced to undergo a major surgery as a result of her essure implants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.